Event description:
The patient reported, "my heart is skipping beats and heart rate was in 50's." The patient further noted the implantable pulse generator (ipg) was implanted approximately three weeks ago and programmed to 70 bpm. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.